Event description:
Related manufacturing ref: 2182269-2022-00026, 3008452825-2022-00408. During a supraventricular ablation procedure with wolfe parkinson white syndrome, a pericardial effusion was noted in the coronary sinus. During the procedure, electrode 7-8 of the steerable catheter showed noise and stretching on the system screen and the physicians involved stated high impedance was noted. The signals of cs 7-8 were hidden from both the ensite precision and the ep recording system to continue the procedure. Access the coronary sinus (cs) was attempted with the steerable catheter, and subsequently with the help of the sl3 sheath. A non abbott guidewire was then used to guide the cs catheter. After the catheters were in place, the study was performed. The patient then became restless and stats dropped to approximately 70+. An echo was then performed which revealed an effusion. However, the procedure was abandoned midway through the study as the patient experienced a pericardial effusion which was confirmed via echocardiogram. A pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
Additional information: g3, h2, h3 one image and one video were received for evaluation that appeared to show noise and a display issue during the procedure. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.